Event description:
Information was received regarding a cadd cassette reservoir being used for chemotherapy. It was reported that the pump being used would not run when in use with the cassette. There no reported clinical consequences observed.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
2/3 - reference (B)(4) for all attachments and related complaints - the pump would not run when used with the cassettes (2). Treatment : chemotherapy. Additional information received on 10-nov-2020: no clinical consequence observed. Patient's initials provided. No further information provided.